Manufacturer narrative:
Reports of communication issues were noted aproximately 9 months after implant, seeming to indicate that the device was implanted in an appropriate location initially but then migrated to a deeper position. There are no reports of significant weight change or external factors that are likely to have contributed to movement of the ipg. Migration is a known inherent risk of implantable neurmodulation systems.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower back pain. In (B)(6) 2024 the patient met with a nalu representative several times attempting to troubleshoot issues with communication between the implantable pulse generator (ipg) and the external therapy discs. The ipg was implanted in the lower back area and was reported to be beyond the recommended depth for optimal communication. On (B)(6) 2024 a surgical revision was performed to place a new ipg in a new pocket location that is more superficial. There were no indications of device failure, a new ipg was used out of caution due to the potential for damage while repositioning.